Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif). It was reported that the flex arm would not fully lock/tighten. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functional evaluation of the flex arm's rigidity was performed by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.